Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer changed the cartridge to resolve the occlusion. The customer's blood glucose level was 153-172 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.